Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was also noted that during the removal of the left ventricular (lv) lead it "snapped" and was only partially explanted. No further patient complications have been reported as a result of this event.